Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius that they experienced an infection requiring medication. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy effluent. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with enterococcus faecalis in the culture and a total nucleated cell (or wbc) count of 3275/mm3. The patient was diagnosed with peritonitis attributed to ¿technique¿ that required reeducation. This inferred a break in asepsis during pd therapy that led to infection. The patient was not hospitalized for this event and prescribed a loading dose of intraperitoneal (ip) vancomycin at 2000 mg with a following prescription of ip vancomycin at 25mg/ 1000 ml of dialysate daily for 21 days. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). There was no indication the patient discontinued pd therapy or required an alternate liberty select cycler throughout this treatment course.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius that they experienced an infection requiring medication. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy effluent. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic presented with enterococcus faecalis in the culture and a total nucleated cell (or wbc) count of 3275/mm3. The patient was diagnosed with peritonitis attributed to ¿technique¿ that required reeducation. This inferred a break in asepsis during pd therapy that led to infection. The patient was not hospitalized for this event and prescribed a loading dose of intraperitoneal (ip) vancomycin at 2000 mg with a following prescription of ip vancomycin at 25mg/ 1000 ml of dialysate daily for 21 days. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). There was no indication the patient discontinued pd therapy or required an alternate liberty select cycler throughout this treatment course.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading cause of the transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.